Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller passed visual and functional testing. System testing did not indicate any abnormal operation of the controller.the reported event was confirmed via review of the controller log files, which revealed occurrences of critical battery alarms and premature power switching events prior to the 25% rsoc threshold. Analysis of the device revealed that the device met specifications. The device was related to the reported event; however this event could not be duplicated at the bench level. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The pump remains implanted. The controller was returned and was received by the manufacturer for evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. The company is seeking this information through the event investigation. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Controller received on (B)(4) 2015.

Event description:
It was reported by facility staff that this patient reported getting multiple controller fault alarms while at home three weeks ago which resolved. Subsequently on (B)(6) 2015, he received multiple low battery alarms despite having two fully charged batteries. With phone guidance from vad coordinator, the patient switched out to a new controller with no adverse effect. The pump remains implanted. The controller was returned and was received by the manufacturer on march 18, 2015.